Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's power supply board to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker further evaluated the removed power supply board and determined that the cause of the reported issue was due to shorted capacitor, c58.

Event description:
The customer contacted stryker to report that their device would not power up under ac or dc power. There was no patient involvement reported with the event.